Event description:
The customer reported false positive reactions with (B)(6) donor when testing on tango optimo. This indecent append on (B)(6) like stated in the "date of event" but reoccurred sporadically. Despite several inquiries, we were not given the exact days of re-occurence. Three patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the supposedly defective product with the customer's samples and additional samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective product of (B)(6) donor functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service inspection gave no indication for a malfunction of the affected tango optimo.

Event description:
The customer reported false positive reactions with anti-b on erytype s (B)(6) donor when testing on tango optimo. This incident happened on (B)(6) like stated in the "date of event" but reoccurred sporadically. Despite several inquiries, we were not given the exact days of re-occurence. Our quality control laboratory is still waiting for the supposedly defective product and the samples that had caused false positive test results.

Manufacturer narrative:
This is our final report on this incident

Manufacturer narrative:
This is our initial report on this incident.